Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 302 mg/dl back to back with results of 144 mg/dl, and 428 mg/dl on the aviva system when testing was performed less than 10 mins apart. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing and he took 4 units of novolin r after the 302 mg/dl result. No other actions were reported taken or treatment received for the discrepant back to back results. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.